Manufacturer narrative:
(B)(4). Method: the complaint manometer of the rd900 neopuff infant resuscitator was returned to fisher & paykel healthcare (f&p) in new zealand where it was tested. Results: no fault was found with the complaint manometer rd900 neopuff infant resuscitator - the manometer passed the performance tests. Conclusion: we are unable to determine what have caused the reported event, as the complaint unit passed the performance check and was within specification. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infant until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual states the following: - dropping the neopuff infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected.

Event description:
A healthcare facility in canada reported that a rd900 neopuff infant resuscitator failed its functional test. Upon device service by the regional office, it was revealed that the manometer was faulty. There was no patient involvement.

Manufacturer narrative:
(B)(4). The complaint unit is currently en route to fisher & paykel healthcare (f&p) (B)(4) for further evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported that an rd900 neopuff infant resuscitator failed its functional test. Upon device service by the regional office, it was revealed that the manometer was faulty. There was no patient involvement.